Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant the lead had high thresholds and high impedance levels. Therefore, the lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.